Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer was on overnight with no problem found. Analysis found the system fan is noisy and the latch tabs on power cord bay are broken. (B)(4).

Event description:
It was reported that while in a session, the caller heard "crackling sounds come from the speaker of the programmer and then all of a sudden the screen went blank and a bunch of error message appeared and the programmer shut down." The caller had to run and get another programmer to finish the case. It was also reported the programmer crashed. The programmer was returned for repair. No patient complications have been reported as a result of this event.